Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, robotic coordinator contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that a non-recoverable error #252 occurred during a procedure. Prior to contacting tse, the customer power cycled the system. Tse advised the caller to hard power cycle and an emergency power off (epo) of the entire system. The error persisted, and the power button on the rear of the patient cart remained yellow with a blue circle. During troubleshooting, the procedure was converted to laparoscopy. An instrument was still holding tissue, so the jaws were opened manually, and all instruments were removed; the system¿s patient side cart (psc) was driven away from the patient manually. Relevant error logs indicated hardware faults in wheel communication, specifically pointing to the rear core fiber port. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion resulted in an increased port size incision, but no additional ports were placed. The patient tolerated the change and there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected system for non-recoverable 252 error during the procedure and system was powered on with patient side cart (psc) indicating spinning blue wheel and blue power button. Fse powered all system components down, performed hard power cycle, and powered up in normal mode with no change to psc status. Fse disconnected blue fiber optic cable from back of psc and powered psc in standalone mode. Fse noted power button was amber with blue spinning wheel. Fse performed hard boot of psc and notes system would power up and power down right after intermittently. Fse was able to perform partial programming of card cage due to random power up and power down of psc. Fse advised tse that current system power manager (spm) had dry fluid/residue on exterior surface. The fse replaced card cage and spm to resolve the issue. The system was verified and ready to use. The spm was returned for failure analysis and evaluated. In logs, error 252 was located in the system error logs, indicating that the fault occurred in the field. Confirming the reported event. Visual inspection, no issues were found relating the reported event. The spm was placed in the golden system where the component functioned as intended. The golden system was set to run 10 power cycles. Once testing was completed, the system error logs was inspected but no errors could be identified. The golden system was disconnected from the ac power cord test if it would recharge. The component functioned as expected when ac power was reconnected. The system sat idle for 30 mins and functioned as expected.

Manufacturer narrative:
The card cage was analyzed. Upon visual inspection small form-factor pluggables (sfps) were found on j29, j30, and qsfp on j28 were broken off. All the boards were taken out, installed, and tested on the printed circuit assembly (pca) test system with the text fixture. The system started up without any errors. 20x power cycles were run with this part and all passed. All the gantry motors were moved the full range of motion without any issue. While a definitive root cause cannot be determined, the probable root cause is attributed to stapler motor pack (smp). While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.